Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had black screen. A technical support specialist (tss) logged into the station and verified that it was up and running. A login attempt was performed, which was successful. The tss then contacted the customer to inform that the station was operational. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unexpected shutdown happened and went to black screen. There were no adverse events or injuries reported due to this event.